Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass surgery, the hercules 3 arm broke apart and the cable disconnected when tightening the arm. No foreign body was exposed to the patient, and all sections of the cable were retrieved. No known impact or consequences to patient. Product was changed out. Surgery was successfully completed.